Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of treatment and the treatment was cancelled. The warning occurred multiple times. The patient also had a notice: filling slowly msg; message occurred in fill 1 of 2 of treatment. The message occurred multiple times. Air bubbles were discovered located closer to her blue pin. Fluid was seen on the patient line. The fluid was leaking out of the area where the blue pin is located in the beginning of fill 1 of 2. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised reset up treatment. Upon follow up, it was confirmed that there was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the complaint product sample was received for evaluation open with its original package. The complaint product sample was disinfected, as the complaint product sample was being disinfected and prepared for analysis, a leak was found on the patient connector (trigger). During the inspection, a leak was identified in the patient connector (trigger). It was observed that the blue button and pin were not assembled to the trigger, which resulted in the leak. However, based on the complaint file description, it is stated that priming was successfully completed and treatment was initiated through fill 1 of 2, it can be concluded that the patient connector was originally received fully assembled. Consequently, the blue button was reattached to the trigger to enable functional testing. A functional test was conducted on the complaint product sample using the cycler machine to verify the reported issue. Since the sample was received without a connector with filter, a new connector was assembled. The cassette was then inserted into the cycler machine. No abnormalities were observed during priming, and no leaks were detected. Once treatment was initiated, no issues were identified; specifically, no leaks were observed at the connection between the patient connector and the catheter connector until the filling stage. Please refer to attachment a for the full investigation. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was not confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of treatment and the treatment was cancelled. The warning occurred multiple times. The patient also had a notice: filling slowly msg; message occurred in fill 1 of 2 of treatment. The message occurred multiple times. Air bubbles were discovered located closer to her blue pin. Fluid was seen on the patient line. The fluid was leaking out of the area where the blue pin is located in the beginning of fill 1 of 2. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised reset up treatment. Upon follow up, it was confirmed that there was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.